Manufacturer narrative:
Device received with the exposed portion of the soft cannula visibly bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Data downloaded from the device returned an 0x18 alarm, indicating the device ran until the reservoir was empty.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 25.9 mmol/l (466.2 mg/dl), while wearing the pod between 36 and 48 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, correctional boluses were administered.